Event description:
Laparoscopic irrigator was used on a laparoscopic appendectomy. When the trigger was depressed to start the irrigation fluid, the irrigation came through the tip of the device but was immediately suctioned back through the irrigator. No irrigation ever came out of the irrigator into the patient, rather only suctioned back through.